Event description:
It was reported that the patient presented in clinic experiencing dizziness. Upon interrogation, the right ventricular (rv) lead exhibited loss of capture. X-ray confirmed the lead dislodgement. The patient was brought into the emergency room, but no intervention was reported. The patient was in stable condition.